Event description:
It was reported to ge that a pt rec'd a blistered burn during an MRI scan where the electrocardiogram gating cable touched the pt. The issue appears to be due to improper routing of the leads. There are warnings in the user documentation regarding the routine of electrocardiogram cables. The cable was replaced (no defect was found with the cable).